Event description:
It was reported to globus that a pt had a revision surgery to remove a secure c implant. After initial surgery, the pt had no relief of symptoms and surgeon decided to removed the implant. The removal surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval. A thorough review could not be conducted as a part number and lot number were not provided. The complaint is still under investigation. Globus is awaiting the return of the implant. Add'l info has been requested, and will be provided in the supplemental report. Method, result, and conclusions codes will be provided following eval of returned implant.